Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent an orif procedure for distal humeral fractures. During the surgery, the head of the screw was stripped due to the torque of the screwdriver during insertion. As the surgeon compared the screwdriver with another screwdriver, he found that the tip was apparently worn out. He removed the stripped screw and inserted another screw successfully by using the other screwdriver. The surgery was successfully completed with a thirty (30) minute delay. No further information is available. This report is for one (1) screw. This is report 2 of 2 for (B)(4).